Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon fired gold load with peri strips on a first stomach surgery of sleeve gastrectomy patient. On the second to last firing near the angle of his, gst60d appeared to have fired only on the patient side. The other plee60a that is typically used was loaded and used (they use two per case) to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # m53j06. Photographic analysis: one picture was provided. The picture shows the proximal part of an anvil, with a gold reload loaded, the cartridge seems to be fully fired at the right side, the left side appears to still have staples present. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one gst60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.